Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause is unknown. One radiographic image was provided for evaluation. The image appears to show a catheter located within a patient¿s right arm. What could have been the metal cannula of the catheter connector was not attached to the catheter. The break surface characteristics of the physical catheter and condition of the connector assembly are not shown. Since the radiographic image appears to show a catheter separated from the connector, the complaint is confirmed; however, the characteristics of the catheter could not be inspected to determine the root cause. One proximal connector for a groshong 4 fr s/l nxt PICC was subsequently returned for investigation. The catheter and the distal connector were not returned for investigation. The outside diameter (od) of the metal cannula was measured with calipers and was found to be within specification. It is unknown if the distal connector, assembly technique, and catheter were factors in the reported event. Based on the image and information provided, possible contributing factors include sharp instrument damage, hub detachment, and material fatigue caused by repeated kinking of the catheter. Since the returned sample was incomplete, the cause of the reported event could not be determined. No damage or defects associated with the manufacturing process were observed on the returned connector. Evaluation findings are in section h.11.

Event description:
It was reported that patient had PICC inserted on 11/27 then discharge from hospital . On12/9 patient return for regular check out and the catheter was found completely separate from catheter to extension legs. Cxr showed the catheter was broken inside of the body. The catheter was removed by endovascular snare and patient was discharged after catheter removal. The catheter did not migrate, intact at the same position.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx1339 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had PICC inserted on 11/27 then discharge from hospital . On12/9 patient return for regular check out and the catheter was found completely separate from catheter to extension legs. Cxr showed the catheter was broken inside of the body. The catheter was removed by endovascular snare and patient was discharged after catheter removal. The catheter did not migrate, intact at the same position.